Event description:
A review of the service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the falloff test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, belt failed the falloff test. The cause was isolated to the distribution node (dn) to rear therapy electrode (te) cable. The dn to rear te cable was pulled from strain relief, breaking the pulse wire from it's solder joint in the dn. The cause of the test failure is the broken wire. The root cause of the test failure is the broken wire. The root cause of the pulled cable was unable to positively be determined, but likely excessive force. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiencies.